Manufacturer narrative:
Further evaluation was required due to the fault in the optical fiber. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. We are unable to determine how this may have occurred. This issue has been escalated to fiso supplier scar 21-f-scar-14 and the root cause has been identified and the corrective actions have been implemented. The device was manufactured pre-implementation of corrective actions. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "sensor failure" alarm. The hospital staff changed the iab immediately to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter - (B)(6), msn, rn, director of nursing services. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).